Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a prior driveline repair and some possible corrosion was noted under the rescue tape. It was noted that the patient showered regularly. The driveline was retaped, and the entire driveline had rescue tape. X-rays were completed and did not show any obvious areas of shield breakdown near the repair site or internally. No alarms were seen on interrogation. The event log file captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: cosmetic damage to the outer gray shrink wrap of the external driveline repair site was observed. The observed damage would allow for fluid to enter the driveline repair site at this point. The reported superficial driveline damage was confirmed through review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related issues have been reported at this time the relevant sections of the device history records for (B)(6) and driveline, serial numbers (B)(6), (document (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . . . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.